Event description:
Add'l info rec'd from MFR 7/21/04: this incident was not reported to either valleylab or radionics as a complaint. Shortly after the incident, the hosp had traded in their cusa 200 for a new cusa excel. Since MFR was not aware that the unit was involved in an incident, the product was scrapped upon receipt, therefore an eval of the actual product cannot be performed. Radionics has been in contact with the site to obtain add'l info regarding the incident. As of today, info regarding the specific details of the event and the effects to the pt have not been received. MFR has received info regarding the equipment used and the results of the hospital's eval of the product. It was reported that they found a short had developed causing a fuse to blow thereby making the system unusable. The hospital did not troubleshoot the power supply because surgery wanted it replaced and not fixed. The hospital had obtained a loaner unit from a local sales rep to use until their unit was replaced, but the hosp had a scheduling conflict which resulted in them using the 18 year old cusa 200. MFR has determined that based on the info provided, info obtained from the site, and MFR's clinical specialists that this incident is not MDR reportable. Even though the report states that the event was life-threatening and required intervention, a failure of this device to perform would not result in a life-threatening situation that would require intervention. This is because the equipment is designed to make the surgery easier for the surgeon and does not replace their ability to perform the surgery. Based on info provided by the clinical specialists, the risk to the pt is extremely low in the incident described. If this incident was to recur the possibility of it resulting in a serious injury or death is remote and the non-performance of the device doesn't result in a catastrophic manner that would result in a death or serious injury.

Event description:
The cusa machine was not operating correctly during a craniotomy. Two different handpieces were tried. Surgeon was unable to use machine and had to remove tumor manually. This is second occurrence in 3 months. Machine is 18 years old. Machine was taken out of service.